Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he was having trouble with his programmer for three months since he took a big fall. The patient met with the representative and it was found they were out of regulation because electrodes 2-7 were all high impedances. The representative was able to reprogram off the other lead and the issue was not resolved at the time of the report. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type; lead. Product ID; 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type; lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient fell in (B)(6) 2018. The 0-7 lead was all out of range. The rep reprogrammed the device using the 8-15 lead. The rep reprogramming the device to conventional settings which captured the pain area of the left but not on the right. The patient stated he liked that programming. The rep reported that the patient had multiple falls in 2018 with a big fall in (B)(6) 2018. The rep noted that a potential revision was to take place if the patient needed further coverage. The issue was resolved. No further complications were reported.